Event description:
It was reported that the user experienced hyperglycemia with the ilet system using a dexcom g7 continuous glucose monitor (cgm)sensor and a cartridge-driven infusion set, with the pump displaying high with a confirmatory fingerstick of 400 mg/dl. Investigation included troubleshooting, site assessment, and infusion set replacement with education on site rotation. Further investigation of this case revealed hyperglycemia likely related to infusion site performance in the setting of known scar tissue, with resolution after site change. No symptoms associated with elevated blood glucose reported. Outcomes included recovery of glucose to 160 mg/dl with trend steady after site change and resumption of insulin delivery, without hospitalization. It was concluded that the device functioned as designed and that the event was consistent with infusion site issues rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.